Event description:
Reporter stated the infusion sets have leaked insulin for the past 2 months. He is unsure if it's due to the product or his infusion site. On the day of the report, his blood glucose elevated to 504 mg/dl and the site and self-adhesive were wet. He changed the infusion set and bolused to decrease hyperglycemia. No adverse event was reported. The customer was sent infusion sets with longer cannulas. The alleged product was not available to return for evaluation, and the customer could not provide the lot number.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.